Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer's blood glucose level was "high", specific value was not provided. Reportedly, the customer went to the emergency room due to the high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.